Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected result obtained from a single level of non-vitros mas alcohol/ammonia control, lot a/a2709, using vitros chemistry products amon slide lot 1023-0271- 0638 on a vitros 4600 chemistry system. Mas l2 vitros amon result of 127.3 umol/l vs. The expected result of 160.4 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros amon result was obtained from a non-patient quality control fluid and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation concludes that a lower than expected result was obtained from a single level of non-vitros mas alcohol/ammonia control, lot a/a2709, using vitros chemistry products amon slide lot 1023-0271- 0638 on a vitros 4600 chemistry system. The assignable cause of the event is an instrument event related to microslide incubator. It is likely that ammonia contamination was present in the microslide incubator, as a vitros amon within run precision test was outside of acceptance criteria. The tsc requested the customer perform the routine maintenance of cleaning the microslide incubator evaporation caps, which is expected to resolve the issue.